Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Event date): the event occurred on an unspecified date of (B)(6) 2022, further described as "incidents happened last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole on the main body of the bag of a capd disconnect y set which resulted in a leak. This occurred during draining of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.